Event description:
Patient was revised to address loosening of the liner, which had been cemented into the acetabulum without a cup. This caused dislocation. The loosening was at the cement/implant interface. Depuy cement was used in the primary surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient was revised to address loosening of the liner, which had been cemented into the acetabulum without a cup. This caused dislocation. The loosening was at the cement/implant interface. Depuy cement was used in the primary surgery. Doi (B)(6) 2012 - dor (B)(6) 2012 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Review of the device history records and/or a complaint database search was not possible for the depuy cement as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. C. No additional information was obtained. This is not recommended use of this depuy liner. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.